Event description:
Intraosseous device used to place IV. When staff attempted to remove IV tube and needle, the tubing separated from the needle. The needle was removed later in a minor surgical procedure. Once the needle was removed, there was no other harm to the pt.